Event description:
It was reported that a dissection occurred requiring surgical intervention. The procedure was to treat the right coronary artery (rca). After placing a bmw guide wire without issue, a 3.0 x 23 xience v was advanced, but was unable to cross the first (proximal) lesion. A 3.0 x 15 voyager was advanced for pre-dilatation, but it could not get past the proximal lesion. A non-abbott guide wire was put down as a buddy wire and a 3.0 x 8 voyager balloon was used successfully to pre-dilate part of the vessel. A 3.0 x 8 xience v was then advanced, but was unable to cross and was removed. A 2.0 x 15 voyager was advanced and dilated from the distal lesion to the ostium of the rca. At this time angiography revealed that the entire rca was dissected back to the aortic valve leaflet. Calls were made to get the or team here and ready. An attempt was made to use a 2.0 x 12 voyager for treatment, but it could not be advanced over the bmw wire. A temporary pacer and an iabp were placed and the patient was sent for emergent heart surgery with the guide wires down the rca to keep it open. The physician stated that the dissection was not due to a device issue, rather due to the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissections are known adverse events as listed in the rx voyager instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.